Event description:
A memory download was sent in and reviewed by engineering. It appears a rapid decrease in battery voltage over a four day period occurred. The battery has been recovering, but if the high current drain were to start again, the battery would not last seven days. The device replacement is scheduled for six days out. Additional information was received that this device was explanted and a new device was successfully implanted. No adverse patient effects were reported during the replacement procedure.

Event description:
Boston scientific received information that this device produced beeping tones (ten beeps around two times per day was reported), for approximately three days. The patient consulted boston scientific's patient services who recommended following up with their health care provider. The patient sought medical attention and the physician confirmed the device was beeping. The physician requested a review of data via remote monitoring to determine a cause of the tones. The most recent data was uploaded via the remote monitoring system and a fault was found for voltage too low for projected remaining longevity. Boston scientific technical services (ts) was consulted and discussed that the programmer display of 9.5 years remaining longevity was not accurate and recommended immediate replacement of the device. Ts recommended if device is unable to be replaced immediately, a memory download should be reviewed to properly assess remaining longevity.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage battery fault code (fault code 1003) had been recorded on (B)(4) 2012. A series of automated electrical/functional tests were conducted and no issues with device performance were observed. Review of the automated testing results, as well as information recorded within the device memory, indicated that sufficient battery capacity was available to ensure therapy availability/delivery while the device was implanted. The device case was opened to facilitate analysis of the internal components. The battery was separated from the other electronics and the overall current draw of the device circuitry was measured. A normal current drain was observed within the circuitry. In-depth destructive analysis of the battery itself revealed evidence of a latent internal electrical short between one of the anode and cathode layers within the battery. This short was responsible for the accelerated depletion of the battery.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.